Event description:
A sprinter legend balloon dilatation catheter length 15mm, diameter 1.5mm was used to treat a calcified lesion in a pt's distal lima. It was reported that the balloon burst during the procedure. The physician inspected and prepared the device prior to use and there were no issues noted. It was reported that the balloon was gradually inflated to nominal pressure. The physician noted that the balloon did not appear to be inflated fully and then he observed what appeared to be contrast dye in the vessel at the balloon site. The physician reported that the balloon rupture was probably due to calcification at the lesion site. The lesion was successfully treated with another sprinter legend balloon and a drug eluting stent. Pt was reported to be fine post procedure and no clinical sequelae have been reported. The device was not returned to medtronic for eval.

Manufacturer narrative:
(B)(4). Eval, results: calcification within lesion. Conclusion: calcification within lesion.